Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement. The field representative and physician have been notified. There were no adverse patient effects reported.